Manufacturer narrative:
A ge rep evaluated the sys and reloaded software. Sys operates as intended. (B) (4)

Event description:
The customer reported the sys locked up and shut down during a procedure. No pt injury was reported.